Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the 512sd gaskets tore easily. Another trocar was used to complete the case. There was no consequence to the pt.